Event description:
It was reported that the device was could not be recovered and was pulled with a tissue. A 10mmx2.00mm wolverine coronary balloon was selected for use in the more than 87% stenosed anterior descending branch. During the procedure, it was noted that the device could not be recovered and it was pulled out with tissue. The procedure was completed with another of the same device. The patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that the device was could not be recovered and was pulled with a tissue. A 10mmx2.00mm wolverine coronary balloon was selected for use in the more than 87% stenosed anterior descending branch. During the procedure, it was noted that the device could not be recovered and it was pulled out with tissue. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure. It was further reported that the balloon could not be deflated normally.